Manufacturer narrative:
(B)(4). According to the complaint, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that four resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. The same event happened with the second, third and fourth clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.